Event description:
During an attempt to place an epidural catheter for a laboring pt, the anesthesia provider was unable to advance the catheter to the desired length through the needle. During the process of retracting the catheter the tip fractured and the distal end was retained somewhere along the needle track in the pt.